Event description:
It was reported that during the most recent device check, the battery's longevity was showing less than 5 months remaining. The previous device check showed approximately 5 months remaining. Boston scientific technical services (ts) was contacted for their recommendation in reference to the battery longevity of this device. A ts consultant discussed normal follow-up, and that the health care provider should use their discretion for following sooner, or replacing the device before it reached elective replacement indicator (eri), as the patient is pacemaker dependent. This device was replaced for normal eri, which was later confirmed by the health care provider. No adverse patient effects were reported.

Manufacturer narrative:
This device was replaced for normal eri. There was no allegation of premature battery depletion.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported during ongoing use, during the most recent device check, the battery's longevity was showing less than 5 months remaining. During previous device checks several months ago, the battery's longevity was indicating the same amount of time remaining. Technical services was contacted to have disk analysis reviewed to get a better estimate of the device's remaining battery. A discussion was initiated with the health care provider to do follow-up with the patient sooner, and possible replacement of the device before it reaches eri (elective replacement indicator). The patient is dependent. No adverse effects were reported.